Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range shock impedance measurement. Technical services (ts) was consulted and discussed stored data, with the shock impedance rise been gradual. Ts discussed therapy delivery and troubleshooting options for the high out of range shock impedance measurements. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.